Manufacturer narrative:
(B)(6) hospital. The bwi product analysis lab received the device for evaluation on 13-may-2024. The device evaluation was completed on 20-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed a hole on the surface of the pebax and a foreign material inside it. The device was connected to the carto 3 system, and it was recognized; however, it was not visualized as error 105 appeared due to an internal printed circuit board (pcb) failure. Since the device was not visualized on the carto 3 system, the device was tested on the electrical test, and no issues were found. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The 105 error is unrelated to the event reported. The instructions for use states for catheter: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The instructions for use for carto 3 system contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿signal interference (noise)¿ and ¿blood penetrated into the spring part of the device¿. In addition, the biosense webster inc. Analysis finding of ¿a hole on the surface of the pebax and a foreign material inside it¿. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02)/ component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿internal printed circuit board (pcb) failure¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. During the procedure, the signal interference (noise) was observed on intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. After removing the catheter from the patient, it seemed that blood was penetrated into the spring part of the device. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-may-2024, observed a hole on the surface of the pebax and foreign material inside of it. This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 20-may-2024 and have assessed this returned condition as reportable.